Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient presented for a 25mm lotus edge valve implant. Moderate tortuosity and severe calcification in the right common iliac artery were noted. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath (lis) was placed. The native aortic valve was treated with balloon valvuloplasty. A 25mm lotus edge valve system was advanced to treat the native aortic valve. The initial deployment position started at about 8mm from the annulus and asymmetric unsheathing occurred when the 25mm lotus edge valve was half deployed. A partial resheath was performed in accordance with the instructions for use (IFU). The 25mm lotus edge was positioned deeper. During the second deployment attempt of the 25mm lotus edge valve, lbbb was observed. There was no decrease in the patient's blood pressure noted. No perivalvular leak was noted and coronary blood flow was confirmed by contrast imaging. The 25mm lotus edge valve was released and the lotus edge delivery system was removed without issue. After removal of the lotus introducer sheath, the physician determined that pacing was unnecessary, so the temporary pacing wire was removed. The patient was returned to the ward with stable vitals.